Manufacturer narrative:
Continuation of medical devices: addrl1 ipg implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient presented with hypotension and dizziness. It was further reported there was trend of high thresholds and potential intermittent non capture on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.